Manufacturer narrative:
Date of event is estimated. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the available information, the reported single leaflet device attachment (slda) appears to have been a result of a combination of challenging patient anatomy and procedural conditions. A cause for the reported poor imaging could not be determined. The reported recurrent mitral regurgitation (mr) appears to have been a result of the reported slda. The reported patient effect of recurrent mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation. It was reported that on 02/26/2021, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. Prior to inserting the device, it was noted the patient had an anterior flail at a2/p2. Also, imaging was very poor throughout the procedure. One clip was inserted and successfully deployed, reducing mr to a grade of 1+. A couple days later, mr increased to an unknown grade and it was suspected the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). No additional treatment has been performed. No additional information was provided.